Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with stage two diffuse lamellar keratitis (dlk); which is obstructing the visual axis of the right eye two days following lasik treatment. The patient reported he felt something in the outer part of his eye and noted a decrease in vision. The topical steroids were increased and an oral steroid pack was prescribed. Additional information has been requested.

Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause could be determined as the system is performing within specifications. (B)(4).